Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor needle break in the body. The customer¿s blood glucose was 151 mg/dl at the time of the incident. The customer reporting that the sensor or introducer needle was not fractured while in the body. The sensor will not be returned for analysis.